Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported syncopal event could not be determined. A specific cause for the event could not be determined. The account reported that the patient was found unresponsive in the morning. The patient was hospitalized, and the account was unable to determine the cause of the syncopal event. The submitted controller event log file contained information from (B)(6) 2021. The file was unremarkable and appeared to show the system functioning as intended at the set speed. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 4 ¿system monitor¿ explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management¿ includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient is currently admitted due to being unresponsive however the cause of the events was not identified. The plan of treatment is for patient to make a recovery and train the family for 24-hour care. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found unresponsive the morning of (B)(6) 2021. No reported vad (ventricular assist device) alarms and flow/power appeared normal. Log file submitted revealed pulsatility index (pi) events that occurred on (B)(6) 2021 at 0:21:48 to 15:02:10. All pi events caused the pump speed to drop to its low-speed limit, which was set at 5400 rpm. Additional information requested but not provided.